Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received battery out limit alarm. The customer¿s blood glucose level was 137 mg/d. Customer did not receive a low battery alert prior. Troubleshooting was performed for battery out limit. The customer was advised we will send a replacement battery cap. Advised to monitor pump. The insulin pump will not be returned for analysis.